Manufacturer narrative:
Analysis of the ins ((B)(4)) found a procedural non-conformance. The stimulation ins battery was found to have reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2014 and the battery was charged to 3.750 volts. On (B)(6) 2014 the battery had depleted to the "lock/sleep" mode. Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The device experienced one over discharge. Analysis of the lead ((B)(4)) found no significant anomalies. The lead body was cut through and the component was segmented. Analysis of the lead ((B)(4)) found no significant anomalies. The lead body was cut through and the component was segmented. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID neu_tlock_anchor, product type: accessory. Product ID neu_tlock_anchor, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) that approximately six months after implant in the system ¿quit working.¿ as a result an explant was scheduled for (B)(6) 2016. According to the rep. Given the extended period of time the consumer had stopped receiving therapy they couldn¿t remember any associated factors that would have caused their system to stop working. The rep. Tried to interrogate the device but it was overdischarged as the consumer hadn¿t attempted recharging in years. Following this no attempt was made to complete a physician mode recharge (pmr) given the small amount of time between seeing the consumer and being taken to the operating room. During surgery the implant was successfully explanted along with both leads, but the physician had to cut both leads proximal to their respective anchors to fully extract each lead. It was noted both leads and the implant were going to be shipped back for analysis. Following explant the issue was resolved and the consumer recovered without sequela. Relevant medical history includes lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.